Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 103 mg/dl. Patient the went into a hypoglycemic reaction. Emergency medical technicians were called and checked patient's blood glucose at 22 mg/dl. Patient was treated with a glucose IV at home. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.